Event description:
Dr was inflating the pdb-2 balloon. After he inserted it into the pt and then after a few pumps on the balloon he could tell the balloon had broken inside of the pt, and when he pulled it out it was missing pieces of the balloon. The cavity was explored and the remaining pieces of the balloon were removed.